Event description:
A customer contacted beckman coulter inc. (Bec) in regards to an erroneous high calcium (ca) result generated by the unicel dxc 600p synchron chemistry analyzer.

Manufacturer narrative:
The sample was serum. On (B)(6) 2011, calcium qc exhibited few imprecision. A bec field service engineer (fse) replaced the sample probe and performed alignments. Fse verified performance.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to an erroneous high calcium (ca) result generated by the unicel dxc 800p synchron chemistry analyzer. The erroneous result was not reported out of the laboratory; hence, patient treatment was not impacted by this event. The sample was repeated when the anion gap flagged the sample. The sample was repeated on the same instrument and another instrument and lower results were obtained from both repeat runs. Patient results are provided.

Manufacturer narrative:
Change from: a customer contacted beckman coulter inc. (Bec) in regards to an erroneous high calcium (ca) result generated by the unicel dxc 800p synchron chemistry analyzer. To: a customer contacted beckman coulter inc. (Bec) in regards to an erroneous high calcium (ca) result generated by the uniceldxc 600p synchron chemistry analyzer.